Manufacturer narrative:
The siemens customer care center (ccc) determined quality control (qc) was in range on both days when the samples were processed. A siemens customer service engineer (cse) was dispatched to the customer site and verified there were no clogs in the rotary valve. The cse adjusted the pump rate, replaced the integrated multi-sensor technology (imt) sensor and performed dilution check, resulting satisfactory. The cse ran precision, resulting acceptable. A siemens headquarters support center (hsc) specialist reviewed the information provided in the solid state multi-sensor (ssm) event data files and found no issue. Hsc recommended review of proper pre-analytical sample handling procedures, including following tube manufacturer recommendations for proper centrifugation times and speed to ensure sample integrity. The cse went back to the customer site and replaced a faulty sample drain. The cause of the discordant, falsely low na, k and cl results is unknown. The cause of the customer not following the tube vendors recommendations is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results for sample ID: (B)(6) obtained on (B)(6) 2017 were reported to the physician(s), who questioned them. The discordant results for patient ID: (B)(6) were obtained on (B)(6) 2017 and were not reported to the physician(s). The samples were repeated on the same dimension exl with lm instrument, resulting higher and matching the patients' clinical histories. The repeat results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na, k and cl results.